Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. E.1. Address was not located, and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had flow issues. The following information was provided by the initial reporter: reported having an issue programming a morphine infusion for a .4 kg baby. The rate should have been 0.05mls/hour and they could not get it to run. I suspect they had a 5 ml syringe instead of a 3ml syringe. She went to get syringes so we could program it and she grabbed 5ml syringes, and then said they had 5 mls syringes where 3 mls syringes were supposed to be. With the 3 ml syringe we were able to program the morphine infusion and give a bolus dose without issue.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.